Event description:
It was reported that the catheter fractured, a part of the catheter separated and moved to the right atrium. The separated piece of catheter was removed surgically.

Manufacturer narrative:
The manufacturer has rec'd the sample and it will be evaluated. Results are expected soon.